Event description:
Abbott diabetes care received an bfarm user report which reported the following information: a sensor scan of ¿hi¿ (greater that 500 mg/dl) was reported with the abbott diabetes care (adc) device. As a result, the customer self-treated with an insulin (fiasp penfill) injection at around 8:00 p.m.. At 9:30 p.m. The customer did another sensor scan with the same result of "hi", customer self-treated with a "large amount" of insulin. Customer scanned again before midnight and with a scan result of "hi", customer self-treated with insulin injection. At 2:00 a.m. The customer's wife found the customer unconscious. Emergency service were called, emergency services administered glucose via injection and infusion. Customer was taken to the hospital, no further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an bfarm user report which reported the following information: a sensor scan of ¿hi¿ (greater that 500 mg/dl) was reported with the abbott diabetes care (adc) device. As a result, the customer self-treated with an insulin (fiasp penfill) injection at around 8:00 p.m.. At 9:30 p.m. The customer did another sensor scan with the same result of "hi", customer self-treated with a "large amount" of insulin. Customer scanned again before midnight and with a scan result of "hi", customer self-treated with insulin injection. At 2:00 a.m. The customer's wife found the customer unconscious. Emergency service were called, emergency services administered glucose via injection and infusion. Customer was taken to the hospital, no further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor was properly inserted. An extended investigation was also conducted. A visual inspection has been performed on returned de-cased sensor and observed glue covering the poise voltage test points. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The investigation determined that the glue did not compromise the functionality of the sensor and it did not prevent to perform poise voltage test. No abnormal errors were observed during testing, indicating the error termination was not caused by sensor malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a sensor malfunction was found during the investigation. Therefore this issue is not confirmed. This serves as a correction report as h11 has been updated to include physical investigation results. All pertinent information available to abbott diabetes care has been submitted.